Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause was due to defective equipment. Patient (pt) was traveling for (B)(6) 2024 and went to shut it off on travel day - it gave them a hard time turning off and then stated ''internal battery depleted contact clinician' since the pt was also traveling in (B)(6) 2024 they chose not to attempt to turn it back on for fear that they could not shut it off for that trip, and have not attempted to turn it on since. Pt contacted their clinician and spoke to the company as to whether there was an update that they had missed and there was not. When their clinician was able to replace it in 2022, it supposedly had a longer guarantee but this only lasted 2 years. At this point in the pt, and with their health care provider (hcp) approval, and after two defective models, they do not intend to replace it again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause was due to defective equipment. Patient (pt) was traveling for thanksgiving 2024 and went to shut it off on travel day - it gave them a hard time turning off and then stated ''internal battery depleted contact clinician'~ since the pt was also traveling on (B)(6) 2024 they chose not to attempt to turn it back on for fear that they could not shut it off for that trip, and have not attempted to turn it on since. See (B)(4) regarding previous device (B)(4) regarding eos.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had run into problems before with going through airport security that involves the stimulator. Now they routinely shut the device off while flying and turn it back on when they get home.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.